Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that six knives were blunt during separate cataract surgeries with no patient impact. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient.

Event description:
Additional information received clarified that the multiple blunt knives were from varying lot numbers. This report reflects one of four total reports from this facility.

Manufacturer narrative:
Additional information is provided. Additional information received clarified that there are now only two knives associated with this unknown lot number. This is now the first of four total reports from this facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
To date, no sample has been received at manufacturing for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Photos attached to the parent complaint were reviewed by the manufacturing site. The five photos show five 2.4mm knives in blister packages not related to the complaint files. The five knives belong to associated qs files: (B)(4). The reported issue of blunt could not be confirmed from the photos. As a sample was not received at manufacturing and no lot information is available, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife sample was received in a blister for the report of being blunt. The returned sample was visually inspected and was found to be nonconforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).